Manufacturer narrative:
Cracked reservoir tube lip, cracked battery tube threads, scratched display window, and cracked case near display window corners noted during visual inspection. Insulin pump passed prime/compromised force sensor system, displacement, basic occlusion, occlusion and excessive no delivery alarm tests. No motor error alarms noted. Motor tested ok. (B)(4).

Event description:
Customer's mother reported via phone call that the device alarmed a motor error alarm and a no delivery alarm during bolus. Customer's blood glucose was 467 mg/dl. Device was able to rewind. After troubleshooting, customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.